Event description:
Obese patient transferred with maximum assistance of physical therapist to mat. Pt (physical therapist) and ot (occupational therapist) prepared the patient to stand using the stand aid. Belt and straps were appropriately positioned and attached to the stand aid. Both therapists double checked security of straps before beginning use of the hydraulic lift. Patient was approximately 1 inch off the mat when the hook broke (bent) dropping the patient back to the mat. The jolt frightened the patient and therapists which caused the patient to extend her arm getting a bruise and slight scrape from the hook.====================== health professional's impression======================the hook that holds the strap around the buttocks and back suddenly bent, releasing and dropping the patient back to the mat.====================== manufacturer response for stationary, hydraulic, manual lift, econo-stand, model 1600======================very concerned. They stated this has never happened before. Requested photos that were sent to them by hospital. They are sending replacement part.